Event description:
On 10/23/2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/23/2024. After changing their convatec inset (23", 6mm) teflon infusion set from their lower abdomen to the upper buttock, the user woke up in the middle of the night with a blood glucose level greater than 400 mg/dl. They changed the site again, but this did not resolve the issue. The user then called emergency services, was admitted to the hospital, and the cannula was found bent upon removal, causing the issue. The user was treated with insulin, fluids, and monitoring while admitted. They were discharged on (B)(6) 2024 and their blood glucose readings were reported to be 97 mg/dl at the time of the follow-up. The user plans to return to using the ilet system later that day. The user inquired about switching to and receiving convatec contact detach (23", 6mm) steel cannula infusion sets.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.